Event description:
The communication link between the treatment computer and the (B)(6) computer was interrupted. This caused the record and verify system to fail. The treatment had to be manually recorded.